Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sutures loop and thread broke while closing off the skin during a caesarean section. They used another suture to complete the case. There was no patient injury.